Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C59246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included vaginal delivery on (B)(6) 2015, obesity, irregular periods, gestational diabetes, multigravida, parity 3, metrorrhagia, chronic cervicitis, nabothian cyst and paratubal cyst. In 2015, the patient experienced urinary tract infection ("bladder/urinary problems uti/infection (bladder/ urinary tract/vaginal) type: uti"), allergy to metals ("allergic or hypersensitivity reaction type: nickel") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("hormonal changes describe: tired"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), depression ("hormonal changes describe: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and contusion ("bruise on limb"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, urinary tract infection, vaginal infection, bladder disorder, fatigue, allergy to metals and abdominal pain lower had resolved, the psychological trauma, vaginal haemorrhage, vulvovaginal mycotic infection, migraine, nausea, dysmenorrhoea, vaginal discharge, weight increased and contusion outcome was unknown and the depression and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, contusion, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, genital bleeding, menorrhagia. Current weight 211lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: bruise concerning the injuries reported in this case, the following one/ones were confirmed in medical records: dysmenorrhea, pelvic pain , menorrhagia. Narrative creation method nullification reason duplicate case is identified with fu information duplicate identified in initial case version never locked no ae case is identified with fu information no ae during administration of company drug no case identified in initial case version never locked no company suspect drug is administered with fu other data entry errors send to evaluation? Yes f/u indicator f/u attempt not possible new information new information, check not qualified for f/u request qualified for f/u request malfunction & incident event yes. Case summary case serious yes no case related yes no unknown case listed listed unknown unlisted case outcome fatal not recovered / not resolved recovered / resolved recovered / resolved with sequelae recovering / resolving unknown sender diagnosis / syndrome (e2b import only) notes change notechange note change notechange noterecalculaterecalculate. Lot number:c59246, manufacture date:2014-05-21, expiration date: 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C59246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included vaginal delivery on (B)(6) 2015, obesity, irregular periods, gestational diabetes, multigravida, parity 3, metrorrhagia, chronic cervicitis, nabothian cyst and paratubal cyst. In 2015, the patient experienced urinary tract infection ("bladder/urinary problems uti/infection (bladder/ urinary tract/vaginal) type: uti"), allergy to metals ("allergic or hypersensitivity reaction type: nickel") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("hormonal changes describe: tired"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), depression ("hormonal changes describe: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), contusion ("bruise on limb"), pain of skin ("slight touch/feel like sometimes if someone barely touches me it hurts") and dyspnoea ("breath taking"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, urinary tract infection, vaginal infection, bladder disorder, fatigue, allergy to metals and abdominal pain lower had resolved, the psychological trauma, vaginal haemorrhage, vulvovaginal mycotic infection, migraine, nausea, dysmenorrhoea, vaginal discharge, weight increased, contusion, pain of skin and dyspnoea outcome was unknown and the depression and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, contusion, depression, dysmenorrhoea, dyspnoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain of skin, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, genital bleeding, menorrhagia. Current weight 211lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: bruise. Concerning the injuries reported in this case, the following one/ones were confirmed in medical records: dysmenorrhea, pelvic pain , menorrhagia. Narrative creation method nullification reason duplicate case is identified with fu information duplicate identified in initial case version never locked no ae case is identified with fu information no ae during administration of company drug no case identified in initial case version never locked no company suspect drug is administered with fu other data entry errors . Send to evaluation? Yes f/u indicator f/u attempt not possible new information new information, check not qualified for f/u request qualified for f/u request malfunction & incident event yes . Notes: change notechange note change notechange noterecalculaterecalculate. Lot number:c59246 manufacture date:2014-05-21, expiration date: 2017-05-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added- slight touch/feel like sometimes if someone barely touches me it hurts, breath taking. Reporter added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C59246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included vaginal delivery on (B)(6) 2015, obesity, irregular periods, gestational diabetes, multigravida, parity 3, metrorrhagia, chronic cervicitis, nabothian cyst and paratubal cyst. In 2015, the patient experienced urinary tract infection ("bladder/urinary problems uti/infection (bladder/ urinary tract/vaginal) type: uti"), allergy to metals ("allergic or hypersensitivity reaction type: nickel") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("hormonal changes describe: tired"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), depression ("hormonal changes describe: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and contusion ("bruise on limb"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, urinary tract infection, vaginal infection, bladder disorder, fatigue, allergy to metals and abdominal pain lower had resolved, the psychological trauma, vaginal haemorrhage, vulvovaginal mycotic infection, migraine, nausea, dysmenorrhoea, vaginal discharge, weight increased and contusion outcome was unknown and the depression and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, contusion, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, genital bleeding, menorrhagia. Current weight 211lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: bruise concerning the injuries reported in this case, the following one/ones were confirmed in medical records: dysmenorrhea, pelvic pain , menorrhagia. Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs and content from social media received. Event genital bleeding was updated to non serious. New events: depression, fatigue, vaginal bleeding, nickel allergy, vaginal yeast infection, migraine, nausea, dysmenorrhea, vaginal discharge, weight gain, hair loss, lower abdominal pain, contusion were added. Outcome of the events vaginal bleeding, nickel allergy, fatigue, lower abdominal pain, hair loss and depression were updated. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems uti"), vaginal infection ("vaginal infection") and bladder disorder ("bladder problem"). The patient was treated with surgery (hyst. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, urinary tract infection, vaginal infection and bladder disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, genital bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, back pain, gen. Abnormal. Bleed, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, uti, vaginal infection, did not undergo essure confirmation test were added. Outcome of event pelvic pain, abdominal pain, back pain, genital bleeding, back pain, uti, vaginal infection were added as recovered/resolved. Reporter's information, patient demography added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.